Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The arterial access site was confirmed in the common femoral artery, which was approximately 6.5mm to 7mm in diameter. It was reported, "everything went well during closure". The patient was then transferred back to the intensive care unit. Forty-five minutes later, it was reported that the patient's blood pressure "dropped". The patient was placed in trendelenburg position and the low blood pressure was treated with intravenous fluids. The patient was taken to the radiology department for an emergent cat scan, which revealed an "intra-peritoneal bleed pushing on the bladder". The radiologist also reported that a small artery close to the puncture site may have been torn but this could not be confirmed. Two units of packed red blood cells were transfused. A surgical consult was obtained, but it was decided that surgery was not deemed necessary. The patient remained in the hosptial overnight for observation. The patient was discharged from the hospital on an unspecified date. There are no reports of any further adverse patient sequelae.